Event description:
The hospital biomedical technician reported the ventilator went vent inop and alarmed during testing and checkout. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's field service technician was unable to duplicate the reported event. The service technician reported in diagnostics the exhalation valve could not be set to any test parameters. The service technician replaced the exhalation valve to correct the finding. Performance verification testing was completed and all tests passed to operating specifications.